Event description:
It was reported that when the patient presented in clinic for follow-up, ventricular oversensing was observed. The oversensing was reproduced through having the patient take in deep breaths. The device was reprogrammed and the patient will be monitored.